Manufacturer narrative:
Additional information was received that the shocking sensation was at the ipg site and that it was uncomfortable for the patient.

Event description:
A report was received that the patient was experiencing shocking sensation. Database analysis was taken and revealed no anomalies. The patient underwent a revision procedure wherein the ipg and leads were replaced. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing shocking sensation. Database analysis was taken and revealed no anomalies. The patient underwent a revision procedure wherein the ipg and leads were replaced. No device malfunction was suspected. The patient was doing well postoperatively.